Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the placement of the ¿old prosthetic mesh¿ [noted on (B)(6)2003] were not provided.] (B)(6) 2003: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation: ventral herniorrhaphy with mesh. Anesthesia: general endotracheal anesthesia. Findings and procedure: ¿following smooth induction of general endotracheal anesthesia, and routine prepping and draping of the, a midabdominal midline incision was made, carried down through the copious subcutaneous tissue and the hernia sac just inferior the umbilicus entered. The hernia sac was dissected circumferentially from surrounding soft tissue attachments and isolated to the fascia margins of the hernia defect and the hernia sac was excised from the fascia margins of the hernia defect. The omentum adherent to the inner surface of the hernia sac freed and returned to the abdominal cavity. The old prosthetic mesh at the umbilicus was excised and the fascia margins of the hernia defect freshened and the midline incision extended cephalad and caudad for a few cm. A sheet of prolene mesh was then selected and cut to size and sutured to the fascial margins of the hernia defect with interrupted horizontal mattress sutures of #1 prolene suture. This provided a sturdy closure. A closed suction drain catheter was placed anterior to the mesh and brought out through a separated stab incision inferiorly and secured to skin level with 3-0 nylon suture. An interface of greater omentum was achieved between the undersurface of the mesh and the underlying viscera. The fascia and subcutaneous tissue were then closed with 0 vicryl and 3-0 vicryl respectively and the skin closed with skin staples. Dressings were applied and the procedure terminated. The patient tolerated the procedure well. Estimated blood loss 100 cc.¿ (B)(6) 2003: (B)(6) medical center. Implant sticker: prolene mesh; 3¿ x 6¿; ethicon. (B)(6) 2003: (B)(6) medical center. (B)(6), md. Pathology report. Accession number: (B)(4). Ordering provider: (B)(6), md. Final diagnosis: soft tissue from ventral area, herniorrhaphy: benign fibroadipose tissue. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Source/gross: the specimen is received fresh in a single container labeled ¿charles, windy a¿, designated ¿ventral hernia sac¿, consisting of three fragments of fibroadipose tissue measuring 13.0 x 8.0 x 2.0 cm in aggregate. Serial sectioning the tissue reveals a gross unremarkable, lobulated yellow-gold adipose tissue with a white-pink fibrous tissue admixed. There are numerous surgical sutures located in one piece of the specimen. The fragment with the sutures has more dense fibrous tissue. No masses or lesions are noted. Representative sections are submitted in cassette a1. Microscopic: one h & e stained slide prepared from one paraffin block is examined. (B)(6) 2005: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated recurrent incisional hernia. Postoperative diagnosis: incarcerated recurrent incisional hernia. Resident surgeon: (B)(6), md. Indications: ¿the patient is a morbidly obese female who needs a symptomatic wall hernia repair prior to any bariatric surgery.¿ operation: laparoscopic incisional hernia repair with mesh. Anesthesia: general endotracheal. Procedure: ¿the patient was taken to the operating room and placed supine on the operating table. A 5-mm incision was made in the upper right quadrant and a 5-mm step trocar was inserted. A 5-mm laparoscope was inserted, and there was a large amount of omentum stuck to her very large low midline incision as well as 2 multiple easily visualized pieces of mesh. Additional laparoscopic trocars were placed in the left upper quadrant percutaneously under direct visualization. The 5-mm trocar had to be upsized to a 12 because of bending in the scope and instruments. Once all of the initial trocars were placed, an extensive adhesiolysis was performed dissecting all of the omentum off of the hernia defect and previous mesh. Once all of the omentum was down, he [sic] was examined and hemostasis was achieved. The hernia defect was then measured, and it measured approximately 23 x 26 cm with all of the contents reduced. A 26 x 30 cm piece of gore-tex dual mesh was brought onto the field. A total of 8 tacking sutures were placed at equal distances around the mesh. The mesh was then rolled up and placed through a 15-mm trocar into the abdomen. The mesh was centered over the hernia defect and the full-thickness tacking sutures were begun at the bottom, and we worked our way up. Care was taken as each stitch was placed so that the mesh held in that was nice and taut without tension. Once all the tacking sutures had been placed, the mesh was drawn up on the laparoscopic view from underneath the mesh. The mesh was in an excellent position. All of the transabdominal sutures were then tied down and clipped. Care was taken that none of these caused dimpling in the skin. Two protacks were then used to circumferentially tack the mesh to the fascia at 1 to 1.5-cm intervals. There was no intraabdominal fat under the mesh in any location. The laparoscopic trocars were then removed, and the abdomen was deflated. The 15-mm trocar site was covered by the mesh, but the fascial defect could not actually be closed. All of the skin incisions of the trocar site and the stab wounds for the transabdominal fixation sutures were closed with subcuticular stitches. Indermil and dressings were applied. All of these were anesthetized with local anesthesia, and a total of 100 ml of anesthesia was used. Dr. Mcbride was scrubbed and present for the entire procedure. [Missing records: a pathology report detailing analysis of devices removed during the (B)(6) 2005 procedure was not provided.] (B)(6) 2005: (B)(6) medical center. Implant record. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 03622916. W.l. Gore & associates. Exp. [Expiration date] 04/06/2007. Amount: 1. Type: mesh. Size/location/description: abdominal wall 26 cm x 34 cm x 1 cm. [Discrepancy: operative report shows size 26 x 30 cm.] The records confirm a gore®dualmesh® plus biomaterial (1dlmcp08/03622916) was implanted during the procedure. [Missing records: a surgical report for gastric bypass surgery performed between (B)(6) 2005 and (B)(6) 2007 was not provided.] (B)(6) 2007: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: chronic marginal ulcer. Postoperative diagnosis: chronic marginal ulcer. Retracted scarred intraabdominal mesh. First assistant: (B)(6), pa-c. Indications: ¿the patient is a 36-year-old female who had previous gastric bypass. She has a large abdominal pannus secondary to massive weight loss. She has had previous mesh repairs of hernias and is concerned that she feels additional hernias. She also has had previous marginal ulcers of her gastrojejunal anastomosis. After considering the risks and benefits of the surgery, I feel the best way to eliminate her symptomatic ulcer is resection of the anastomosis and recreation with a smaller pouch.¿ operation: gastrojejunal resection and revision, status post gastric bypass. Excision of previous mesh. Abdominal closure. Anesthesia: general endotracheal. Procedure: ¿the patient was taken to the operating room in conjunction with the procedure by dr. (B)(6). He marked the skin initially for the abdominoplasty. I assisted him in raising one side of the skin flaps up to the level of the costal margin. During the dissection, no additional hernias were identified, but the previous mesh which was extremely hard and contracted and retracted was all identified. After the skin flaps were completed, the abdomen was entered at the lowest aspect of the mesh. There were in fact multiple pieces of mesh and enlarged hard mass. All of the mesh was removed. In various locations, there was possible mesh infection based on the appearance of the mesh. The innermost layer of the mesh appeared to be ptfe mesh from the laparoscopic repair. This mesh and all of the tacking protacks as well as all of the superficial layers of the mesh were excised circumferential exposing the fascia and leaving a defect. The fascia was then opened along the midline up to the xiphoid process and the bookwalter retractor was inserted. The roux limb was identified and run down to the small bowel anastomosis. All 3 limbs of the anastomosis were small and decompressed consistent with no obstructions. The potential internal hernia defect was examined and it was completely closed from the last operation. When the roux limb was run proximally, there were minimal adhesions to the lateral segment. These adhesions were taken down and the left lateral segment was brought up behind a liver retractor. On examination of the pouch, the anastomosis and the roux limb, it appeared that there was a posterior perforation of the anastomosis to the excluded stomach. This was dissected off and the excluded stomach was oversewn using 2-0 polysorb interrupted stitches for closure. The roux limb was then divided with an endo gia 60-2.5 stapler. The gastric pouch above the anastomosis was amputated using endo gia 60-4.5 staplers with bioabsorbable seam guards. The anastomosis was sent as specimen. Next, the upper endoscopy was performed to evaluate the pouch. The pouch was small in size, and there was no evidence of residual ulcerations or perforations. There was no evidence of a gastric-gastric fistula, and there was no leak from the staple line. The orvil 25 eea stapler was then advanced down the mouth, and the og [orogastric] tube could be identified within the pouch. The pouch was opened and the og [orogastric] tube was drawn down, drawing the orvil into the mouth. The stitch was clipped hooking it to the orogastric tube, and the orogastric tube was removed. Stay stitches were placed in the end of the roux limb, and the end of the roux limb was opened. The 25 eea xl stapler was inserted through the roux limb and back several centimeters. The roux limb had been devascularized with a 45 gray staple load. The spike was extruded from the stapler out the antimesenteric border of the bowel. The two pieces of stapler were mated with appropriate click and flipping of the stapler. The stapler was closed and fired. On examination, the gastric doughnut was not intact but the jejunal doughnut was. The open end of the roux limb was closed using an endo gia 60-2.5 staple load, and his [sic] jejunum was also sent as specimen. The roux limb was occluded and a repeat upper endoscopy was performed. On endoscopic evaluation, the anastomosis was widely patient and accommodated the adult gastroscope. There was no evidence of ulcerations or lesions. There was no active bleeding within the pouch. On the abdominal view, the abdomen was filled with saline, and there was no leakage of air bubbles from the anastomosis. The air was aspirated from the pouch and roux limb. The irrigant was aspirated from the upper abdomen. A jackson-pratt drain was placed behind the gastrojejunal anastomosis and was brought out through the fascia of the right upper quadrant. The drain was left in place so that dr. (B)(6) could bring it out through his skin flaps in the appropriate position. The midline of the fascia was then reapproximated using 0 maxon pop-offs in a figure-of-eight fashion along the entire length. The midline was then reinforced with prolene mesh only that was also tacked down with maxon stitches. The entire hernia repair defect was approximately 12 x 5 inches across. The patient¿s care was then returned to dr. (B)(6) who completed the remainder of the operation.¿ addendum: ¿during the abdominal exploration, the appendix was found to be slightly enlarged and thickened at the base with a possible appendicolith at the base. Because of the extensive nature of adhesions required to enter this patient¿s abdomen, I felt it was better to perform an appendectomy to prevent future appendicitis. The appendix was mobilized from its retroperitoneal attachments. The appendix was clamped with a kocher clamp and crushed in 2 layers. The appendix was tied off with a chromic stitch, and the appendix was transected to the area of the crush. The mesentery was tied off with a silk suture. The appendiceal stump was then cauterized and imbricated using a figure-of-eight polysorb stitch. The appendix was passed off the table as a specimen. (B)(6) 2007: (B)(6) center. Implant sticker. Surgipro mesh, 14¿x 9¿; abdomen. [Missing records: a pathology report detailing analysis of devices removed during the (B)(6) 2007 procedure was not provided.] [Missing records: a surgical report of abdominoplasty performed (B)(6) 2007 following device removal was not provided.] (B)(6) 2007: (B)(6) center. (B)(6), md. Pathology report. Accession number: (B)(4). Ordering provider: corrigan l mcbride, md. Final diagnosis: stomach/jejunum gastrojejunostomy site excision: small bowel with ulceration and possible perforation (see comments). Jejunum, partial resection (3.7 cm): acute serositis. Gallbladder, cholecystectomy: gallbladder without significant pathological changes. Lymph node, perigallbladder, excision: one lymph node with reactive hyperplasia. Vermiform appendix, appendectomy: appendix without significant pathological changes. Diagnosis comment: a small transmural defect in the small bowel wall is identified grossly in the close proximity to the anastomosis site. Microscopic examination of this area shows mucosal ulceration, and transmural acute and chronic inflammation and granulation tissue formation, suggestive of perforation. Correlate with clinical finding. Preoperative diagnosis: chronic ulcer, excess abdominal skin, status post bariatric surgery. Source/gross: the specimens are received fresh in five separate containers, each labeled ¿charles, windy a.¿ part a is designated ¿stomach jejunum and gastrojejunostomy¿ and consists of a resection of bowel including a small portion of the stomach (2.1 cm in length by 7.5 cm in circumference) anastomosed to a small portion of small bowel (6.0 cm in length by 8.5 cm in circumference). At the area of the anastomosis the circumference is narrowed to 3.5 cm and there is a transmural defect (2.0 x 1.1 cm) with surrounding serosal hemorrhage and congestion. The proximal and distal surgical margins are closed by rows of surgical staples. The serosal surface of the specimen contains a few adhesions and hemorrhage in the area of stricture, but is otherwise unremarkable. The bowel wall is flexible and measures 1.0 cm in thickness. The mucosal surface of the stomach is tan-white without lesions. The mucosal surface of the small bowel is tan-pink and without lesions. The proximal margin is inked black. The distal margin is inked blue. Representative sections are submitted as per the code of sections. Code of sections: a1: perpendicular proximal margin (inked black) in association with transmural and perpendicular distal margin (inked blue). A2: area of transmural defect. Part b is designated ¿jejunum¿ and consists of a small portion of small bowel (3.0 cm in length by 4.4 cm in diameter). The specimen is unoriented and one end of the specimen is closed by a row of surgical staples and opposing end is open. The serosal surface is tan-pink, smooth and glistening. The bowel wall is thin and flexible, measuring 0.3 cm in thickness. The mucosal surface is pink-purple, somewhat dusky and without lesions. Representative sections including the surgical margin (inked black) are submitted into cassette b1. Part c is designated ¿gallbladder¿ and consists of an intact saccular gallbladder measuring 11.5x 4.5 x 2.0 cm. The serosal surface is thin, pink-purple and contains a few adhesions. The cystic duct (1.0 cm in length by 0.5 cm in diameter) is probed patent following removal of a surgical clip. The gallbladder wall is thin and flexible, measuring 0.2 cm in thickness. The gallbladder is filled with approximately 15 ml of bile. The mucosa is orange-brown and flat, and without lesions. Representative sections of the cystic duct and gallbladder wall are submitted into cassette c1. Part d is designated ¿peri-gallbladder lymph node¿ and consists of a segment of fibroadipose tissue measuring 3.0 x 1.9 x 0.8 cm. One red-pink lymph node candidate is identified measuring 0.5 x 0.4 x 0.2 cm. The remainder of the soft tissue is bisected to reveal yellow fatty cut surfaces. The entire specimen submitted into cassettes d1 and d2. Part e is designated ¿appendix¿ and consists of an appendix (5.0 cm in length by 0.6 cm in diameter) with attached mesoappendix. The serosal surface is tan-gray, smooth and glistening. The proximal portion of the specimen is serially sectioned to reveal unremarkable cut surfaces. The distal portion is bisected longitudinally to reveal unremarkable cut surfaces. Representative cross sections and longitudinal tip are submitted into cassette e1. Microscopic: seven a & e stained slides prepared from seven paraffin-embedded blocks are examined microscopically. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh contracted and scarred, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient code (3191: appropriate term not available for is being used for "mesh contracted and scarred") was reported based on the original complaint and is longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2003 through (B)(6) 2007 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity. (B)(6) 2005: ¿morbidly obese¿. (B)(6) 2007: ¿previous gastric bypass; has a large abdominal pannus secondary to massive weight loss.¿ surgical procedures: unknown date: placement of prosthetic mesh. Unknown date: bariatric surgery. (B)(6) 2003: ventral herniorrhaphy with mesh. Implant: ethicon prolene mesh, 3¿ x 6¿. (B)(6) 2005: laparoscopic incisional hernia repair with mesh, gore dualmesh plus. Extensive adhesiolysis. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2007: gastrojejunal resection and revision, status post gastric bypass. Excision of previous mesh. Abdominal closure. Appendectomy. Implant: surgipro mesh, 14¿x 9¿. Relevant medical information: (B)(6) 2003: procedure: ventral herniorrhaphy with mesh. Implant: ethicon prolene. ¿a midabdominal midline incision was made, carried down through the copious subcutaneous tissue and the hernia sac just inferior the umbilicus entered. The hernia sac was dissected circumferentially from surrounding soft tissue attachments and isolated to the fascia margins of the hernia defect and the hernia sac was excised from the fascia margins of the hernia defect. The omentum adherent to the inner surface of the hernia sac freed and returned to the abdominal cavity. The old prosthetic mesh at the umbilicus was excised and the fascia margins of the hernia defect freshened and the midline incision extended cephalad and caudad for a few cm. A sheet of prolene mesh was then selected and cut to size and sutured to the fascial margins of the hernia defect with interrupted horizontal mattress sutures of #1 prolene suture. This provided a sturdy closure. A closed suction drain catheter was placed anterior to the mesh and brought out through a separated stab incision inferiorly and secured to skin level with 3-0 nylon suture. An interface of greater omentum was achieved between the undersurface of the mesh and the underlying viscera. The fascia and subcutaneous tissue were then closed with 0 vicryl and 3-0 vicryl respectively and the skin closed with skin staples.¿ (B)(6) 2003: pathology. ¿final diagnosis: soft tissue from ventral area, herniorrhaphy: benign fibroadipose tissue.¿ ¿there are numerous surgical sutures located in one piece of the specimen. The fragment with the sutures has more dense fibrous tissue. No masses or lesions are noted.¿ implant preoperative complaints: (B)(6) 2005: indications: ¿the patient is a morbidly obese female who needs a symptomatic wall hernia repair prior to any bariatric surgery.¿ implant procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore®dualmesh® plus biomaterial, 1dlmcp08/03622916, 26cm x 34cm x 1mm thick, oval] implant date: (B)(6) 2005. Wound classification: unknown. Description of hernia being treated: ¿a 5-mm incision was made in the upper right quadrant and a 5-mm step trocar was inserted. A 5-mm laparoscope was inserted, and there was a large amount of omentum stuck to her very large low midline incision as well as 2 multiple easily visualized pieces of mesh. Additional laparoscopic trocars were placed in the left upper quadrant percutaneously under direct visualization. The 5-mm trocar had to be upsized to a 12 because of bending in the scope and instruments. Once all of the initial trocars were placed, an extensive adhesiolysis was performed dissecting all of the omentum off of the hernia defect and previous mesh. Once all of the omentum was down, he [sic] was examined and hemostasis was achieved. The hernia defect was then measured, and it measured approximately 23 x 26 cm with all of the contents reduced.¿ implant size and fixation: ¿a 26 x 30 cm piece of gore-tex dual mesh was brought onto the field. A total of 8 tacking sutures were placed at equal distances around the mesh. The mesh was then rolled up and placed through a 15-mm trocar into the abdomen. The mesh was centered over the hernia defect and the full-thickness tacking sutures were begun at the bottom, and we worked our way up. Care was taken as each stitch was placed so that the mesh held in that was nice and taut without tension. Once all the tacking sutures had been placed, the mesh was drawn up on the laparoscopic view from underneath the mesh. The mesh was in an excellent position. All of the transabdominal sutures were then tied down and clipped. Care was taken that none of these caused dimpling in the skin. Two protacks were then used to circumferentially tack the mesh to the fascia at 1 to 1.5-cm intervals. There was no intraabdominal fat under the mesh in any location. The laparoscopic trocars were then removed, and the abdomen was deflated. The 15-mm trocar site was covered by the mesh, but the fascial defect could not actually be closed. All of the skin incisions of the trocar site and the stab wounds for the transabdominal fixation sutures were closed with subcuticular stitches. Indermil and dressings were applied.¿ explant preoperative complaints: (B)(6) 2007: indications: ¿the patient is a 36-year-old female who had previous gastric bypass. She has a large abdominal pannus secondary to massive weight loss. She has had previous mesh repairs of hernias and is concerned that she feels additional hernias. She also has had previous marginal ulcers of her gastrojejunal anastomosis. After considering the risks and benefits of the surgery, I feel the best way to eliminate her symptomatic ulcer is resection of the anastomosis and recreation with a smaller pouch.¿ explant procedure: gastrojejunal resection and revision, status post gastric bypass. Excision of previous mesh. Abdominal closure. Appendectomy. [Implant: surgipro mesh, 14¿x 9¿]. Explant date: (B)(6) 2007. Wound classification: unknown. Findings: ¿retracted scarred intraabdominal mesh.¿ op report: ¿the patient was taken to the operating room in conjunction with the procedure by dr. Xx. He marked the skin initially for the abdominoplasty. I assisted him in raising one side of the skin flaps up to the level of the costal margin. During the dissection, no additional hernias were identified, but the previous mesh which was extremely hard and contracted and retracted was all identified. After the skin flaps were completed, the abdomen was entered at the lowest aspect of the mesh. There were in fact multiple pieces of mesh and enlarged hard mass. All of the mesh was removed. In various locations, there was possible mesh infection based on the appearance of the mesh. The innermost layer of the mesh appeared to be ptfe mesh from the laparoscopic repair. This mesh and all of the tacking protacks as well as all of the superficial layers of the mesh were excised circumferential exposing the fascia and leaving a defect. The fascia was then opened along the midline up to the xiphoid process and the bookwalter retractor was inserted. The roux limb was identified and run down to the small bowel anastomosis. All 3 limbs of the anastomosis were small and decompressed consistent with no obstructions. The potential internal hernia defect was examined and it was completely closed from the last operation. When the roux limb was run proximally, there were minimal adhesions to the lateral segment. These adhesions were taken down and the left lateral segment was brought up behind a liver retractor. On examination of the pouch, the anastomosis and the roux limb, it appeared that there was a posterior perforation of the anastomosis to the excluded stomach. This was dissected off and the excluded stomach was oversewn using 2-0 polysorb interrupted stitches for closure. The roux limb was then divided with an endo gia 60-2.5 stapler. The gastric pouch above the anastomosis was amputated using endo gia 60-4.5 staplers with bioabsorbable seam guards. The anastomosis was sent as specimen. Next, the upper endoscopy was performed to evaluate the pouch. The pouch was small in size, and there was no evidence of residual ulcerations or perforations. There was no evidence of a gastric-gastric fistula, and there was no leak from the staple line. The orvil 25 eea stapler was then advanced down the mouth, and the og [orogastric] tube could be identified within the pouch. The pouch was opened and the og [orogastric] tube was drawn down, drawing the orvil into the mouth. The stitch was clipped hooking it to the orogastric tube, and the orogastric tube was removed. Stay stitches were placed in the end of the roux limb, and the end of the roux limb was opened. The 25 eea xl stapler was inserted through the roux limb and back several centimeters. The roux limb had been devascularized with a 45 gray staple load. The spike was extruded from the stapler out the antimesenteric border of the bowel. The two pieces of stapler were mated with appropriate click and flipping of the stapler. The stapler was closed and fired. On examination, the gastric doughnut was not intact but the jejunal doughnut was. The open end of the roux limb was closed using an endo gia 60-2.5 staple load, and his [sic] jejunum was also sent as specimen. The roux limb was occluded and a repeat upper endoscopy was performed. On endoscopic evaluation, the anastomosis was widely patient and accommodated the adult gastroscope. There was no evidence of ulcerations or lesions. There was no active bleeding within the pouch. On the abdominal view, the abdomen was filled with saline, and there was no leakage of air bubbles from the anastomosis. The air was aspirated from the pouch and roux limb. The irrigant was aspirated from the upper abdomen. A jackson-pratt drain was placed behind the gastrojejunal anastomosis and was brought out through the fascia of the right upper quadrant. The drain was left in place so that dr. H. Could bring it out through his skin flaps in the appropriate position. The midline of the fascia was then reaapproximated using 0 maxon pop-offs in a figure-of-eight fashion along the entire length. The midline was then reinforced with prolene mesh only that was also tacked down with maxon stitches. The entire hernia repair defect was approximately 12 x 5 inches across . The patient¿s care was then returned to dr. H. Who completed the remainder of the operation.¿ addendum: ¿during the abdominal exploration, the appendix was found to be slightly enlarged and thickened at the base with a possible appendicolith at the base. Because of the extensive nature of adhesions required to enter this patient¿s abdomen, I felt it was better to perform an appendectomy to prevent future appendicitis. The appendix was mobilized from its retroperitoneal attachments. The appendix was clamped with a kocher clamp and crushed in 2 layers. The appendix was tied off with a chromic stitch, and the appendix was transected to the area of the crush. The mesentry was tied off with a silk suture. The appendiceal stump was then cauterized and imbricated using a figure-of-eight polysorb stitch.¿ [a surgical report of abdominoplasty performed 8/1/07 following device removal was not provided.] [A pathology report detailing analysis of devices removed during the 8/1/07 procedure was not provided.] (B)(6) 2007: pathology report. Final diagnosis: stomach/jejunum gastrojejunostomy site excision: ¿small bowel with ulceration and possible perforation.¿ jejunum, partial resection (3.7 cm): ¿acute serositis.¿ gallbladder, cholecystectomy: ¿gallbladder without significant pathological changes. Lymph node, perigallbladder, excision: one lymph node with reactive hyperplasia.¿ vermiform appendix, appendectomy: ¿appendix without significant pathological changes.¿ diagnosis comment: ¿a small transmural defect in the small bowel wall is identified grossly in the close proximity to the anastomosis site. Microscopic examination of this area shows mucosal ulceration, and transmural acute and chronic inflammation and granulation tissue formation, suggestive of perforation. Correlate with clinical finding.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 03622916. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.